Event description:
It was reported that out-of-range impedance was noted due to insulation break. Patient received inappropriate therapy due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.